Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac tamponade occurred, requiring additional intervention. A boston scientific electrophysiology device was selected for use and the procedure was completed. Four hours post procedure, the patient experienced cardiac tamponade, requiring the physician to perform cardiocentesis. The patient is expected to fully recover.